Event description:
In preparation for an endoscopic procedure, the physician selected a cook 6 shooter saeed multi-band ligator. While loading the ligator device onto the endoscope, both blue hooks separated from the loading catheter. The user was unable to reattach the blue hooks to the loading catheter. The procedure was completed with another cook 6 shooter saeed multi-band ligator. This occurred during the loading process; the loading catheter was not located inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: out laboratory eval of the product said to be involved confirmed the report. One blue hook has separated from the loading catheter. The detached blue hook was measured and found to be within the appropriate mfg spec. The inner diameter of the loading catheter, the length of the loading catheter and the length of the stylet wire were verified and found to be within the appropriate mfg spec. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. The instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If add'l pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.